Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg (spring wire guide) almost got separated during insertion. Therefore, it was removed, and a new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) within its advancer tubing for evaluation. Visual inspection of the swg revealed multiple bends and kinks in its body. It was observed that the core wire was protruding from one of the kinks; the safety ribbon wire was still connected at both welds. The swg tube assembly was observed to have signs of use in the form of dried blood. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The bends in the swg body were measured at 635 mm, 685 mm, 740 mm, and 940 mm from the proximal weld. The kink in the swg body was measured at 969 mm from the proximal weld. The total length of the swg measured 1003 mm, which is within specifications of 994-1013 mm per swg graphic. The outer diameter of the swg measured 0.880 mm which is within specifications of 0.86-0.90 mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple bends in its body. The returned guide wire met all relevant dimensional requirements and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg (spring wire guide) almost got separated during insertion. Therefore, it was removed , and a new kit was used.